Manufacturer narrative:
The fse isolated the issue to the fiber optic module and replaced the fiber optic assembly. Subsequently, the fse tested iabp unit and noted that the issue was corrected. The fse completed pm service including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic diagnostic test. The fse observed a "fos sensor signal error." There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the fiber optic diagnostic test. The fse observed a "fos sensor signal error." There was no patient involvement, and no adverse event reported.